Event description:
At the end of (B)(6), eri (elective replacement indicator) appeared on telemetry of the pump. When replacing the pump, the physician observed that the catheter was broken. It was noted that after the pump connection, the catheter had become very rigid. The broken section of the catheter, on the pump side, looked strange to the physician. The catheter was replaced. Following the pump and catheter replacement the patient was "ok"; there was reported to be no patient injury. The device system was used to deliver fentanyl.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed deformed pump tube in the pumphead. It was observed that the pump tube was deformed in shape, discolored and rigid. The pump reservoir contents were tested and revealed fentanyl as the drug. The returned catheter was analyzed and concluded to be rigid and odd shaped.

Manufacturer narrative:
(B)(4).